Event description:
It was reported that the user experienced repeated scan errors with a freestyle libre 3 plus sensor when attempting to obtain glucose readings after warmup, and troubleshooting steps were completed without resolution, after which the user was advised to apply a new sensor and was transferred to the partner manufacturer¿s support. The user experienced a gap in glucose readings from the sensor with no adverse clinical symptoms reported. Outcomes included no effect on blood glucose and no need for medical care. User support included customer service troubleshooting and education, as well as referral to the sensor manufacturer for further support. Investigation of this case revealed a persistent sensor scan error consistent with a sensor communication or performance issue. It was concluded, based on previously established findings for similar reports, that the cause was a sensor malfunction resolved with replacement.